Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported that the system arced and displayed a generator error message, which would cause the system to shut down uncommanded. There is no report of pt injury or death.